Event description:
Procedure: left upper lung mast removal. According to the reporter: the jaw on both reloads would not close on the staple line. There were unformed staples in the middle of the staple line. The patient was opened. The defect was closed with suture. Physician switched to a different reload using the same handle and completed the procedure. There was no unanticipated tissue loss or damage. Patient lost two liters of blood. A transfusion was required. Operating time was extended by more than 30 minutes. No reinforcement material used.

Manufacturer narrative:
(B)(4).